Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone, she noticed customer blood glucose was raising and noticed the reservoir was empty and no alarm occurred to indicate the reservoir was empty. Customer's blood glucose was 7 mmopl/l and an hour later it was 9.5 mmol/l. She changed the reservoir and infusion set and the device alarmed no delivery. Customer's mother changed the reservoir and infusion set, rewound, manually primed, and then primed with the device. No bent cannula and no alarm were noted. Customer's mother requested the device to be replaced. Device will be returning for further analysis.